Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had multiple pump error. Customer¿s blood glucose level at the time of incident 148 mg/dl and current blood glucose is 48 mg/dl. Troubleshooting was not done for low blood glucose. The troubleshooting was performed for insulin pump errors. The self test was performed and it was passed. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and advised to revert to back up plan. The insulin pump will be returned for analysis.